Event description:
The patient reported that she was implanted with 0010205, composix kugel mesh, in 2001. In 2005, she alledged her bowel was punctured and the mesh explanted. The mesh was subsequently discarded before it could be evaluated and the patient stated that she has since recovered.

Manufacturer narrative:
Based on the information received, there is no way to determine if the mesh may have caused or contributed to the problems experienced after implant of the mesh. Therefore, no conclusion can be drawn. A follow up MDR will be filed if more information becomes available.